Event description:
It was reported that patient's right ventricular (rv) lead was capped and replaced due to high thresholds and impedance levels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator (ipg) 2006-(B)(6). (B)(4).